Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the dignishield fell out 2weeks after the placement. Per follow up via ibc on 24jun2022, water leaked from the inflation port. Per follow up via ibc on 28jun2022, there was no patient impact.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample were confirmed to exhibit the reported failure. The device had not met specifications. The product was used for patient treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used dignishield. Visual inspection of the sample noted the cuff inflation port was flushed with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and observed leak from a hole in the dignishield catheter tubing on the cuff inflation side. Also noted a hole/torn on the catheter tubing. Photo sample was returned and could not be evaluated for the reported failure. A potential root cause for this failure mode could be ¿lumen is not patent ¿ kinked, occluded hole in lumen". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "indications for use: the bard® dignishield® stool management system (sms) with odor barrier properties is intended for fecal management by diverting and collecting liquid or semi-liquid stool to minimize skin contact in bedridden patients and to provide access for the administration of medications. Adult use only. Device description: the bard® dignishield® sms device consists of a catheter tube assembly, a collection bag (figure 1), a 60ml syringe, a syringe of lubricating jelly and a biological odor eliminator. The device has no components made of natural rubber latex. Contents: ¿ catheter tube assembly (figure 1 includes collection bag) ¿ collection bag ¿ 60ml syringe ¿ lubricating jelly syringe (10ml) ¿ instructions for use ¿ 1 bottle (1oz) of medi-aire¿ biological odor eliminator ¿ tube clamp the bard® dignishield® sms catheter tube assembly consists of a catheter body and collection bag assembly that is primarily constructed of a proprietary copolymer material called permalene¿, bonded to a low-pressure retention cuff and transsphincteric zone (tsz) primarily constructed of silicone material. The permalene¿ catheter and collection bag material is designed to minimize permeation of gas and water vapor. The lowpressure retention cuff is designed to retain the device in the rectum. The tube opening at the cuff is funnel-shaped to aid in diverting the stool into the drainage tube. The cuff leads to the tsz segment, which is designed to minimize dilation of the sphincter during use while providing a channel for fecal matter to pass through drainage tube and into the collection bag. Along the drainage tube are three lumens, each with a separate access port. The green inflation port (¿inf(45ml)/inflate to 45ml¿) is used to inflate/deflate the cuff. The clear irrigation port (¿irrig¿) is used to infuse water at the end of the retention cuff and to provide access for the administration of medication. The purple flush port (¿flush¿) is used to infuse water through slits for the entire length of the drainage tube to assist drainage of fecal matter. (Figure 2) a sample port on the drainage tube allows for the collection of stool samples through a slip-tip syringe. A piston valve connector located on the end of the drainage tube of the catheter attaches to the collection bag hub socket. When the collection bag is disengaged from the catheter, the catheter and bag automatically close to prevent spillage. A bag cap is provided to secure the contents of the collection bag when the catheter is removed. The 60 ml syringe and lubricating jelly syringe are used in the preparation and use of the catheter. The medi-aire¿ biological odor eliminator may be used as an air freshener in the room. Do not spray on patient or device. The tube clamp is used to retain medication during administration of medication." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the dignishield fell out 2 weeks after the placement. Per follow up via ibc on 24jun2022, water leaked from the inflation port. Per follow up via ibc on 28jun2022, there was no patient impact.